Event description:
Reporter alleged blood glucose measured 180 mg/dl back to back with a result of 89 mg/dl when performed immediately afterwards. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device,and replacement product was sent.